Event description:
It was reported that unknown explanted hip products were received within the return for a non-associated knee complaint. Devices show signs of wear and use. No additional information is available.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified wear from use. Nicks, gouges, and scratches were noted to the inner and outer spherical surfaces. Rim deformation is noted. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Additional associated products: unk ceramic head. Unk tapered component. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.